Event description:
It was reported that during induction testing the patient received two t shocks. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196, implantable pacing lead, (B)(6) 2010; 7122, competitor implantable tachy lead, (B)(6) 2013. (B)(4).